Event description:
A customer reported experiencing a cartridge alarm 20, which occurred during the load process. There was no adverse impact on the customer's blood glucose level. Technical support educated the customer to wait for prompts during the load process, and the customer acknowledged this guidance. The issue prevented loading a cartridge since the previous night, and the customer switched to manual insulin delivery (mdi) as a backup. Technical support confirmed the pump was under warranty and arranged for a replacement. Instructions were given for the return of the problematic pump, and the customer was guided on steps to take upon receiving the replacement.